Event description:
The customer reports the guide folds at the tip preventing the progression of the same and despite the correct positioning of the needle and venous return.

Manufacturer narrative:
(B)(4). The customer returned one opened kit with various components including a guide wire assembly and introducer needle for evaluation. The guide wire was returned partially advanced out of the assembly and through the introducer needle. The guide wire straightener was not returned. The sample contained obvious signs of use. Visual examination of the wire revealed one kink with offset coils near the distal end and one slight bend near the proximal end. Visual examination of the other returned components did not reveal any defects or anomalies. The returned guide wire contained one kink and one slight bend 292 mm and 590 mm from the proximal end. The total length and outer diameter of the returned guide wire were measured and were found to be within specification. The inner diameter of the returned needle was also within specification. The returned guide wire was able to pass through the returned ars and introducer needle. Slight resistance was encountered while passing the kinks. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user , "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide. The customer report of a damaged guide wire was confirmed by complaint investigation. The returned guide wire contained one distinct kink and one minor bend. The returned guide wire and introducer needle passed all relevant dimensional and functional testing. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the guide folds at the tip preventing the progression of the same and despite the correct positioning of the needle and venous return.